Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was rotating independently of the metal cap, indicative of glue failure. Additionally, there was a distal circumferential fracture (dcf) identified on the glass cap. A dcf has the potential for forward firing. It is probable that the identified tissue adhesion on the metal cap surface during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fracture and glue failure. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that, prior to the procedure, it was noted that the metal cap loose/rotating. A new fiber was used to complete the procedure without patient complications. The fiber was returned and analysis distal circumferential fracture. The potential for forward firing exists.